Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure complete successfully? What is the event day & procedure date? Did the patient suffer any injury due to the pull off issue? Is there a way you could confirm the current condition of the patient? Device return follow up.

Event description:
It was reported that a patient underwent a urological procedure on an unknown date and suture was used. During the procedure, the needle came off of the suture when closing. Unknown as to how the procedure was completed. There were no adverse patient consequences reported at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/06/2020 additional information: d10, h4, h6 a manufacturing record evaluation was performed for the finished device pe5751 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: is there a way you could confirm the current condition of the patient? Everything is fine with the patient. Additional h3 investigation summary: an opened box with unopened samples of product code y305 lot # pe5751, were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. And no non-conformances were identified.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/14/2020 additional information: b3 additional information was requested and the following was obtained: was the procedure completed successfully? - yes what is the event date & procedure date? - date of the event and procedure were both on (B)(6)-20. Procedure was a robot assisted laparoscopic prostatectomy bilateral lymph node dissection. Did the patient suffered any injury due to the pull off issue? - no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.